Event description:
A pt developed chills, rigors, hypotension and a feeling of being flushed during dialysis with this dialyzer. This pt also reported "felt weird right chest area." The pt was removed from dialysis after 20 minutes and felt better. According to info on the treatment sheets, the pt started dialysis treatment and within 20 minutes, felt hot and became diaphoretic. The pt was assisted in trendelenberg position and a blood pressure taken at that time was 107/55. Oxygen 10l was given at that them. The dialysis ultrafiltration was decreased as well at the time of the event. The dialysis ultrafiltration was decreased was well at the time of the event. The pt's blood was returned to pt and blood pressure taken was 135/71 with a report from the pt stating that they felt better. The md was notified and orders were given to the rn. A potassium was obtained at that time. The pt was discharged at the end of this treatment and will return on tuesday for next dialysis treatment and the pt was instructed to call into the unit for potassium results. According to the report, a different dialyzer has been used since and there have been no further problems. There is no sample available. The sample was discarded by the facility.